Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the open close sensor required replacement. The affected component was replaced, and secured connections to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer locked during active procedure. The field service technician on site to investigate the hardware issue. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-apr-2022 to 09- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the full height matrix would not open intermittently as the retractor was bad. The field service engineer found open close sensor cable overextending during drawer operational due to zip tie being too tight and no slack for movements. The sensor was replaced. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that a bd pyxis anesthesia es system drawer locked during active procedure and opened by itself. The field service technician on site to investigate the hardware issue. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.